Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut gum [gingival injury]. Head broke and come apart in my mouth resulting with two bits of metal in mouth and a cut gum due to plastic digging in - oral-b cross action brushhead [injury associated with device]. Head broke and come apart in my mouth resulting with two bits of metal in mouth [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2017 that while brushing her teeth with an oral-b rechargeable toothbrush, version unknown and the oral-b power oral care refill cross action broke and came apart in her mouth resulting with two bits of metal in her mouth and a cut gum due to the plastic digging in. The case outcome was unknown. No further information was provided. On 08-may-2017 received consumer's follow-up e-mail: the consumer reported that the brush heads were part of a 3 pack and would be happy to send the broken head back. No further information was provided.